Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger (B)(4) found that the cable assembly had bent pins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that both the initial connector pin and the replacement desktop charger connector pin would only fit one way and would not fit with the arrows lined up. This had been since the equipment was received in (B)(6) 2017. The replacement was received on (B)(6) 2017 and was mislabeled. The initial desktop charger had not been returned for repair or analysis. It was noted that there was no stimulation and the implantable neurostimulator recharger (insr) was unable to charge started on (B)(6) 2017. During the call the patient services agent went through functionality of the patient programmer and the patient was able to turn stimulation back on and adjust to group a. It was reported that part was now working and that the implantable neurostimulator (ins) battery level was down to 1/3. Per the patient, the external equipment was confusing. The connector pins were bent. No further complications were reported.